Event description:
It was reported that a spectrum infusion pump turned off when insert set during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'turns off when you insert set' was not reproduced. A review of the event history log (ehl) revealed multiple events of "improper shutdown!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.